Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 138 mg/dl. Pump system check found occlusion may be related to the infusion set site. Customer did not want to remove site for inspection and resumed insulin delivery using the same site.